Event description:
It was reported that customer was hospitalized for high blood glucose levels and diabetic ketoacidosis (dka). Customer's blood glucose value at the time of emergency room visit was between 500 and 600mg/dl. Customer also reported a cracked screen on the insulin pump. Customer was wearing the pump at the time of emergency room visit. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with minor scratched the lcd window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.